Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a primary plumset that during chemotherapy treatment a leak was observed. The patient was receiving the 5 cycle of poly-chemotherapy application, day 15 of the flot protocol (docetaxel + calcium folinate in oxaliplatin, 5 fluorouracil in infuser). At 14 o¿clock, when the mixture of oxaliplatin in calcium folinate was already infusing, a leak was observed from the set line b, where the calcium folinate was connected. The infusion was stopped, the set was checked, and it was noted that the set was broken in the line b, connector. The tubing set was replaced. There was patient involvement; however, there was no harmed as a result of this event.

Manufacturer narrative:
H10 - the complaint of leakage can be confirmed on the returned one used 121933190 primary plum set. The secondary port was bent and there was a break observed on the cassette as received. There was plastic deformation observed on the secondary port. The set leaked from the break observed. The probable cause of the damage observed is unknown however, it would have happened outside ICU medical. A device history review for lot# 4040976 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information can be found in section g1.